Manufacturer narrative:
Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities related to the nature of the complaint were found.

Event description:
The system was explanted and returned for analysis.

Manufacturer narrative:
Analysis of the device is currently in progress. The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg pocket site. It was noted that during the implant there was an increase in procedure time and multiple handoffs of the device. The device has been removed and there have been no reports of further complications regarding this event.